Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed one other similar complaint(s) from this serial number. The complaints for this serial number ((B)(4)) have been reported from one u.s. Facility.

Event description:
Biomed reported that after receiving site rite 8 ultrasound back from repair recently it still has a poor image. End users are reporting that the image is too dark causing them unable to see needle and vascular image.